Event description:
A customer reported experiencing a cartridge change error with their pump, where the o-ring was not in place and was pushed further into the cartridge, resulting in the same issue with previous cartridges. There was no reported adverse impact to the customer's blood glucose level. Technical support guided the caller through inspecting and cleaning parts of the pump and assisted in attempting to fill a new cartridge; however, the issue persisted. The customer reverted to manual injections for insulin therapy.